Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2018 with the following findings: investigation of the alleged keypad issue was not able to be completed due to unrelated damage. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Moisture ingress was present inside the battery compartment due to the damage. There was also moisture damage inside the pump affecting the keypad connector, display board and on the display connector. The display screen remained blank when the pump powered on. Audio tone and vibration were functional. There was no evidence of keypad button contact contamination.